Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported the implantable neurostimulator (ins) implant site was suddenly swollen and warm to the touch on (B)(6) 2016.

Manufacturer narrative:
Correction: upon review, it was determined (B)(4) should have been coded.

Event description:
Additional information received from the consumer reported that nothing was done to resolve the implant site being warm and swollen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.